Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing which included all functional testing, bench handling, impedance, and defibrillation cycling without duplicating the customer's report. An internal inspection found no discrepancies. It is recommended that user evaluate their battery management procedures. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to cardiovert a 78 year-old male patient, the device internally dumped the energy after charging up to cardiovert the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.